Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net with the implantable cardiac monitor exhibiting alerts for cardiac pauses. Upon examination of the episodes, they were determined to be false alerts caused by undersensing. No programming changes can be recommended at this time. The patient was reported to be in stable condition.

Event description:
New information received stated that the patient presented to the clinic remotely on (B)(6) 2020 with additional false episodes of pauses due to undersensing. Programming changes were recommended. There were no adverse consequences to the patient.